Manufacturer narrative:
Corrected information in section b2 : the selection for other serious or important medical events has been removed, as there are no adverse events or outcomes associated with it.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to auxiliary drawer 7 not opening correctly. A field service engineer discovered that a drawer slide was bent and misaligned, and took corrective measures to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had medication door not opened. The customer mentioned that the malfunction occurred during dispensing a medication. There were no adverse events or injuries reported based on this event.